Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trialed and broached for a size 12, however, size 12 implant to small. Surgeon cemented stem in place.